Event description:
It was reported that during unpackaging of the prostar xl device, it was observed that the closure device could not be used, since sutures were out of guiding shaft, which was separated from the device lying on the bottom of the box. There was no patient involvement and the device could not be used. Another prostar was used in the procedure. No additional information was provided. Subsequent, preliminary analysis of the returned device found blood everywhere in the device except within the marker tube. The needles and sutures were returned in pre-deployed position. The handle had been unlocked. 2 coiled suture lumens had been detached and not returned. Blood in the device indicates use in the body. A device in this condition would not have been able to achieve hemostasis.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4) - failure to follow steps. Per the instructions for use: prior to prostar xl device placement, perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. This code is used to address the use of the device in a damaged condition. Per th instructions for use- warnings: do not use the prostar xl pvs device or accessories if the packaging or sterile barrier has been previously opened or damaged, or if the components appear to be damaged or defective. The device was returned for analysis. The reported detached suture lumens were confirmed. Based on a visual inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar detached suture lumens incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial report filed, additional information received: reportedly, suture placement in the right common femoral artery was attempted with a prostar xl device, using a pre-close technique, via a 6f sheath prior to an endovascular aortic repair (evar) procedure. Reportedly, a suture lumen detachment was observed. The device was removed from the patient when the suture lumen detachment was observed. The arteriotomy was 6f and the vessel was mildly calcified. A second prostar xl device was used for successful suture placement. The sheath was upsized to 18f and the evar procedure was completed. Hemostasis was achieved with the sutures of the second prostar xl device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the prostar xl device and established in the pre-close procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Reported device code (B)(4)- failure to follow steps. This code is used to address the use of the device in a damaged condition. Per th instructions for use- warnings: do not use the prostar xl pvs device or accessories if the packaging or sterile barrier has been previously opened or damaged, or if the components appear to be damaged or defective. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.